Manufacturer narrative:
Tw # (B)(4). The lot # 3000415212 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) when they opened out of the box they were already deployed and malfunctioned. Malfunctioned straight out of the box prior to use. A new device was used to complete the procedure. There was no delay. No injury to patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to (B)(6) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.